Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 500 mg/dl and 400 mg/dl. Customer¿s current blood glucose value was 218 mg/dl. Customer also specified other relevant blood glucose value was 350 mg/dl. Customer stated that they were having trouble with sticking buttons. Customer stated that the act and esc buttons were not responding. Customer declined troubleshooting for high blood glucose. The device will return for the analysis. Frn-rsvr,unomed inf set.